Event description:
I have been wearing contacts for many years with no problems. In 2007, my doctor changed my contacts to the acuvue oasys lenses. I had no problems for about 3 weeks, then my eyes started to hurt. They both turned red, were very sore and I had discharge from both eyes. I went to the doctor and found out I had two eye infections. I was given an antibiotic for my eyes and was told to go back to my lenses in a week. My left eye began to worsen and it hurt just to open it. I went back to the doctor and I now had a staff infection, so was given a strong med and was told I would need to take steroids. I looked up the acuvue oasys and found a web site with many of the same complaints and some who's site worsened and can no longer wear lenses. I do not understand why there is no information out there about the problems with these lenses. Eye infections and staff infections are serious.